Event description:
It was reported by the patient that a week following the revision, a redness developed on the patient's chest over the generator site. Several tests were conducted, which confirmed that the patient had an infection. The patient reported that additional testing "determined that the vns had a bacteria growth originating from the manufacturer." The patient had a central line placed in the neck and received antibiotic injections for two months. The patient lost four months of work due to the infection and reported their quality of life had decreased. No information has been received from the hospital despite multiple attempts. No additional or relevant information is available.

Event description:
Follow up with the implanting physician revealed that, while the physician no longer had access to the patient records, the physician was not involved in any report or write up regarding any implant infection. The physician stated that she would never tell a patient where an infection came from since there was no way to know. She confirmed that all implants are sterilized prior to implantation (referring to the manufacturing process) and peel packs are opened in the or. She then stated that any vns infection would have been related to the vns surgery, unless the patient was bacteremic or septic, as in infection would not spontaneously get through well healed skin.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient's generator was explanted due to infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution.